Event description:
It was reported that post an atrial flutter ablation procedure, charring was noticed. The target lesion was located in the right atrium. Atrial flutter ablation procedure was performed using an intellatip mifi xp catheter. The device worked fine with clean signals and there was no noise or cosmetic defects reported. Post procedure, the physician noticed there was more char than normal on the tip of the catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).